Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the wire was broken on the handle. It was not known how the procedure was completed. No further information has been obtained despite good faith efforts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Block h11: updated b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the wire was broken on the handle. It was not known how the procedure was completed. No further information has been obtained despite good faith efforts. No patient complications have been reported as a result of this event. Information received on april 8, 2024. Information was received that this event is a duplicate. See MFR. Report #3005099803-2024-01578.